Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during use, the device¿s inflation line was disconnected from the tube around 20 days after exchange. The patient was reintubated for periodic exchange to solve the problem.

Manufacturer narrative:
Evaluation summary: one sample device was received for evaluation and the reported issue was not confirmed. An inflation/deflation test was performed, air is applied through valve on pilot balloon to inflate the cuff and checked to make sure that the cuff is still inflated. A vacuum system is applied through valve on pilot balloon to remove the air of the cuff. A visual inspection was performed and it was observed the inflation line is detached from the tube, inside the flange connector there is a piece of the inflation line bonded. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.